Event description:
The technician alleged that bed would not go into trendelenburg function. No patient impact.

Manufacturer narrative:
The technician replaced the trendelenburg gas springs to resolve the issue.